Event description:
The patient had a blister on the right side of her buttock. The patient was told by her physician assistant that it was shingles. The patient saw a wound care specialist and was told she had an ulcer. The patient also feels wires under her skin and thought a wire had come "loose." The patient was in good condition. The patient was redirected back to her healthcare professional.

Manufacturer narrative:
(B) (4).